Event description:
Caller reported a malfunction on pump, with the malfunction code displayed as malf 0 and fault ID 0x2057. Due to issue, customer¿s blood glucose level exceeded 500 mg/dl, but specific value was unknown and displayed as ¿high.¿ at time of call, customer had not taken any action to address elevated blood glucose level but mentioned intention to switch to multiple daily injections (mdi). Technical support was set to replace pump, advising customer on the use of updated software with new pump and the importance of putting pump into storage mode before returning it. Replacement pump was sent, and customer understood and acknowledged all instructions provided by technical support.